Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci si hysterectomy for symptomatic uterine fibroids on (B)(6) 2010. Intuitive surgical was provided with the operative report. Additional information provided includes hospital operative reports, notes, and radiology reports. There was indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. This malfunction was described as a scissor blade which came off, but was readily retrieved. There was no report that this resulted in the subsequent intraoperative complication. On (B)(6) 2010, the patient underwent robotic hysterectomy, bso, cystoscopy. During surgery, it was noted that the scissor being used lost a blade which was retrieved and a new instrument used. When cystoscopy was performed at end of surgery, dye spilled from left ureteral orifice but not from the right side. Urology consulted and passed right ureteral stent but determined that it had perforated the ureter. The urologist decided to perform laparotomy and right ureteral implantation. The urologist found during laparotomy that distal ureter had been sealed off at the level of the bladder. From the operative note, this was likely done by the bipolar forceps. The ureter was properly reimplanted and the patient did well postoperatively.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure.